Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ultraping meter had a power issue ¿ meter does not turn on, the display was cracked and had black marks. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on ¿(B)(6) 2014¿, at an unspecified time. The patient manages their diabetes with an insulin pump. No action was taken to their regular diabetes management regimen routine as a result of the product issues. ¿a few hours¿ after the product issues the patient reported developing symptoms of ¿headache, thirst¿. On ¿(B)(6) 2014¿, at an unspecified time the patient reported self-treatment of ¿extra insulin, then food¿. The patient also stated they obtained results of ¿230mg/dl and 300mgdl¿ on an unspecified device. At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the meter was being used and the patient was using alkaline batteries which did not need replacing. Cca also noted that the correct strips were being used and when pressing the power button or inserting a strip the meter did not turn on. The patient did not have a backup meter. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. Additionally this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1.the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked/broken lines with black marks found on the lcd. In addition, a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4)